Event description:
It was reported that during a lap cholecystectomy procedure, the device fired twice and then would not fire anymore. Another instrument was used to complete the procedure with no pt consequence.

Manufacturer narrative:
Date sent: 06/22/2007. Evaluation summary: the analysis results for the el5ml instrument (a) found that it was returned with the shaft cracked at the distal end and the jaw disengaged from the cam. The instrument was cycled and ejected the remaining clips due to the jaw condition. No conclusion could be reached as to what may have caused to the reported incident. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The analysis results for the el5ml instrument (b) found that it was returned with the cam broken. The instrument was cycled and ejected the remaining clips due to the jaw condition. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. Device b batch # d9df0g. Mfg date: 03/2007. Exp date: 02/2012. A batch record review was performed and no anomalies were found during the manufacturing process.